Event description:
It was reported that the patient presented with a pacemaker that exhibited noise and competitive atrial pacing. Programming changes were performed. The patient was in stable condition.